Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient was having the device removed because it didn't seem to be working the way the patient needed it to work. It was clarified that the implant worked like it was designed to, however it did not help them personally, and they can¿t function the way they need to. It was also stated that it did help however, overall not enough and they just went to the bathroom more frequently and in a lot of pain. It was noted that sometimes they would use the bathroom 30 times, and somedays it would help. It was stated that they are having an ostomy bag placed on tuesday and the healthcare provider would try to remove the implant at that time. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional stated that pt had device removed basically because it was not sufficient for patient and that it was not a device problem the device was working normally, it just was not sufficient for patient. It was explanted on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.